Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 23, 2019 - september 24, 2019. H10: the actual sample was received for evaluation. Visual inspection on the sample was performed and the unit was found to have embedded particles in the tubing. Embedded material is not in the fluid path. During ftir spectroscopy testing the particles were identified as polyvinyl chloride (pvc) material. Pvc is the raw material of the device tubing line. The embedded particles were measured to be = 0.30 square mm are within manufacturing specification of = 0.30 square mm for particulate matter embedded in the tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a red particulate matter on the tubing of a small volume intermate prior to patient use. There was no patient involvement. No additional information is available.